Event description:
Review of information previously reported by the patient's spouse revealed that the cause of the patient's death was also pancreatic cancer. No additional information was able to be obtained.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
(B)(6) 2015- additional information was received from a healthcare provider (hcp). The patient was receiving morphine 50 mg/ml (dose 38 mg/day) with a start date of "over 12 months". The patient's medical history included recurrent urosepsis and congestive heart failure. The cause of death was suspected urosepsis and heart failure. It was noted that narcotic medications required to treat his chronic pain most likely contributed to his debility and development of decubitus ulcers, but that without treatment of pain he would be just as or even more debilitated.

Event description:
The consumer's spouse reported that the pump caused the patient's death by over infusing. The patient had the pump for 7 years and it was "a bad pump that pumped too much morphine" into the patient's body. Though the spouse noted the patient having the pump for 7 years, information suggests that the device was implanted on (B)(6) 2012. The symptoms were occurring for 3 years, before the patient passed away. The patient reportedly was unconscious for days at an end. Pressures sores were developed, because he could not get up and move. The sores went into the patient's body, "all the way to the hips". The patient then developed a blood infection. After he reportedly "laid for 3 weeks", they decided the pump needed to be removed. However, it was unclear if the pump was removed, as it was noted that the patient "got sick and made him pass out". He also was reportedly hallucinating and reportedly hallucinated until he died. It is unknown if an autopsy was performed. If additional information is provided, a follow-up will be submitted. The pmh (patient medical history) was noted as non-malignant pain, and failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).